Event description:
It was reported that the bd insyte¿ leaked from the catheter cone. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. As the pictured sample did not demonstrate the point of leakage, the picture sample alone was not enough to identify the reported defect. As a lot number was unavailable for this incident, a production history review could not be performed and additional retained samples could not be investigated. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported defect will continue to be tracked and trended. The collected data is regularly reviewed by our quality team to identify emerging trends. Further action has not been determined necessary at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ leaked from the catheter cone. There was no report of exposure, injury, or medical intervention.